Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via (B)(4) that (qty. 2) of an ar-6480 dw arthroscopy pump broke down during a case. This was discovered during an unspecified procedure, with no patient harm.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-6480 dualwave arthroscopy fluid management system, serial number (B)(6), was returned for evaluation. The returned device was visually inspected and noted that the wheel was missing a screw and therefore the wheel was not fastened on to the pump. The most likely cause for the reported failure can be attributed to wear and tear caused by extended usage in the field¿device manufacture date 2011.